Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The proximal shaft of a 2.5x12mm nc trek balloon dilatation catheter (bdc) separated while the bdc was being advanced on an unknown guide wire. No resistance was felt when advancing the bdc. The separated portion was removed and the procedure was successfully completed with a new nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.